Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a "brief sensor error" for more than 3 hours. He replaced the sensor with a new one, but after a few minutes, the same error message appeared. He used the bg meter and found out that he was extremely high with 527 mg/dl. He felt dizzy and started to make bad decisions. He self-treated with 9 units of insulin, waited 2 hours, but his blood glucose was still high. He decided to drive himself to the emergency room, stayed there for 3 hours, and the nurse practitioner treated him with IV insulin and IV fluids to lower the blood glucose values. After a few minutes, his blood glucose went back to normal, he felt fine, and he was discharged the same day. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a "brief sensor error" for more than 3 hours. He replaced the sensor with a new one, but after a few minutes, the same error message appeared. He used the bg meter and found out that he was extremely high with 527 mg/dl. He felt dizzy and started to make bad decisions. He self-treated with 9 units of insulin, waited 2 hours, but his blood glucose was still high. He decided to drive himself to the emergency room, stayed there for 3 hours, and the nurse practitioner treated him with IV insulin and IV fluids to lower the blood glucose values. After a few minutes, his blood glucose went back to normal, he felt fine, and he was discharged the same day. Data investigation could not confirm? Hourglass/no readings/sensor error in status box. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.